Manufacturer narrative:
The complainant returned 5 pumps to excelsior medical for examination. Serial numbers for the affected pumps, and their original date of manufacture, are as follows: (B)(4) 12/06/1996; (B)(4) 06/12/1997; (B)(4) 06/12/1997; (B)(4) 06/22/1997; (B)(4) 02/05/2004. After a lengthy investigation by our engineering department and a battery of tests on the pumps in question, it was discovered that the stalling problem was a direct result of the customer's failure to adhere to the pump's instructions for proper preventive maintenance. According to our investigation, the customer was not lubricating the rails, lead screw, or occlusion springs on any of the pumps. This absence of lubricant was the root cause of the reported device failures. As a result of this complaint, excelsior opened an official customer complaint file (B)(4) and conducted an in-depth investigation. The investigation was completed on (B)(6) 2008 and the particular pumps noted in the customer's complaint were fully lubricated and returned to the client. A copy of an instructional memo regarding the proper lubrication of the various mechanical components in question was forwarded with the return shipment. This memo was originally created and distributed to all esp customers on (B)(6) 2006 as an official notification for proper pump maintenance. Other MDR's associated with this incident are as follows: 2027791-2010-00007; 2027791-2010-00009; 2027791-2010-00010; 2027791-2010-00011.

Event description:
As a result of an on-going FDA inspection, the agency requested that excelsior medical file an MDR for reported device malfunctions that occurred in (B)(6). A device report concerning the alleged device failures was previously submitted to (B)(6) in (B)(6) 2008. The following is a description of the event/product problem. The complainant, stated that the motors on several esp60 pumps stall before going into a pressure alarm. He gave an example, saying that while the pump is on a patient, a nurse sets it, the pump begins running and then stops without any type of alarm or warning. (B)(6) believes that all of the pumps exhibiting this problem are stalling between 7 and 8 psi. He also stated that this issue has been going on at his facility for some time but this is the first time he is lodging an official complaint. Although the number of patients affected by the five pumps noted in the customer's complaint could not be determined, excelsior is assuming that at least five patients were involved (one for each pump) and, as such, five separate MDR's will be filed per FDA regulations. The serial numbers of the subject pumps and the associated MDR number for each are as follows: (B)(4) 2027791-2010-00007; (B)(4) 2027791-2010-00008; (B)(4) 2027791-2010-00009; (B)(4) 2027791-2010-00010; (B)(4) 2027791-2010-00011.